Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported via repair work order that the scale was inaccurate due to a faulty load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was having load cell issues which could cause the scale to be inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.